Event description:
Additional information received that the noise resulted in oversensing on the device.

Manufacturer narrative:
As received, the device was at ventricular-based pacing (ddi) mode above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including sensitivity test, noise test, mechanical stress testing and battery assessment indicate normal device characteristics. The header connector blocks, setscrews and springs were examined and indicated normal physical device characteristics. Leads insertion/connection were normal without obstructions. The leads were able to be tightened securely onto the connectors and device made good electrical connection. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The field complaint of pacing asynchronously was not confirmed. As received, the device above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including sensitivity threshold, mechanical stress testing, and battery assessment indicated normal device characteristics. The header connector blocks were examined and the setscrews and springs indicate normal physical device characteristics. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacemaker mediated tachycardia were noted on the device. During surgical intervention it was found that a header anomaly was the suspected root cause to the event. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.